Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm when changed the infusion set and drive support cap was loose. Customer stated that insulin pump's down button was not responding. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was not able to insulin pump rewind. No harm requiring medical intervention was reported. The device will not be returned for analysis.